Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported condition was confirmed. An inflation/deflation test was performed and it was observed that inflation and deflation were difficult. A visual inspection was performed and it was observed the inflation line tubing was collapsed inside the lumen of the tube. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that: prior to use on a patient, resistance was felt upon inflating and deflating the cuff, and the cuff was not deflated. The customer reported that there was no patient involvement.